Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan alleging that the one touch ultralink meter displayed the "error 5" message. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said the issue started on (B) (6) at 6 am. She said that she felt fatigue, high, and that her mucous membranes felt dry before the issue started. According to the troubleshooting performed with customer service, the pt's testing steps were correct. The issue was not resolved. This complaint is being reported, because the issue was not resolved through troubleshooting. The product did not cause or contribute to a serious injury, because the pt's symptoms started before the product issue started. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.